Event description:
The complainant reported a 57-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The complainant reported that after the 5.5 insertion, the sterile sleeve was torn. Medical staff used tegaderm to resolve the issue. The patient remains stable on impella support.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. D6b added the following have been reported incorrectly or missing from manufacturer device report 1220648-2024-12695: e4 should have been left blank. G1 reporting contact fax number missing. H.6 code 765 was reported incorrectly.